Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6)2020. Device evaluation summary: according to the information received, the patient experienced deflation in the left breast implant. Two devices (a and b) received for analysis with no lot number information available. Since it was not possible to confirm which one belongs to the complaint, both implants were analyzed. During the visual evaluation, no apparent damage or visual anomalies were observed on both returned devices. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in either device. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(6). Reason for device explant and/or reoperation: anisomastia, deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with a 275cc mentor smooth round moderate profile saline breast implant experienced left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2020.